Event description:
The surgeon was handed a nitinol stone retrieval basket zero tip to collect kidney stones during a lithotripsy procedure. The basket was deployed intraoperative and when the surgeon attempted to use the device he found it would not work.